Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable creatinine plus ver.2 result for one patient sample. The initial result was 8 umol /l and was reported outside the laboratory. The physician questioned the result and the sample was repeated. The repeat result was 84.5 umol/l. Information concerning if the patient was adversely affected was requested, but it was not provided. The reagent lot number was 617550. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Based on alarms received around the time of the event indicating a blocked or partly blocked sample probe, insufficient preanalytical preparation of the sample causing clots and/or fibrin was suspected to be the root cause of the event.